Event description:
It was reported that prior to the implantation of the left ventricular [lv] lead, the physician noticed a tear in the proximal white tension/securing band of the lead. It was also reported that the tear may have been caused by "rough handling" of the lead while the lobes were being exercised. An lv lead was not implanted as the patient had "extremely difficult" anatomy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed; analysis revealed a breached cut of the outer insulation. The lead was also damaged at implant.